Manufacturer narrative:
(B)(4). Approximate age of device: 1 year. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that elevations in pump powers and estimated pump flow values were observed. It was also reported that the patient's lactate dehydrogenase (ldh) level increased from the 180 u/l range to the high 200 u/l range. A ramp echocardiogram showed appropriate left ventricle decompression. Review of a subsequent log file by the manufacturer¿s technical services representative indicated the elevated powers observed appeared to be related to increasing the speed during the ramp study. It was reported that the patient remains in the hospital on a heparin infusion. Pump power values are improving and the patient was clinically stable. The ldh level had decreased to the 250 u/l range but was still elevated from baseline. It was reported that if no changes were observed over the next 24 hours, the patient would be discharged on plavix 75 mg, aspirin 325 mg, and coumadin with an inr goal of 2.5 to 3. No further information was provided.

Manufacturer narrative:
The report of power and flow elevations was confirmed based on the information contained in the submitted system controller log file. The submitted system controller log files all captured power elevations greater than 10 watts and flow elevations up to 12 lpm. However, a specific cause for the power elevations could not be conclusively determined. No atypical events were captured. The patient remains on vad support with no further pump power related issues reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was discharged home from the hospital on (B)(6) 2016. The results of the patient's ramp study showed that the aortic valve was closing at pump speed settings greater than 9400 rpm.